Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high defib impedance and high pacing impedance. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Event description:
Additional information received noted that the right-ventricular (rv) lead also exhibited sensing of noise and was believed to be fractured.